Event description:
It is reported that the lead integrity alert was triggered, and that the sensing integrity counter and non-sustained ventricular tachycardia event counts were high. It was also reported that the device appears to be oversensing in both chambers. The patient was referred to a doctor for a possible lead replacement. At time of report, both leads and device remain in use. No patient complications have been reported as a result of this event. It was later reported that oversensing due to noise was noted in stored atrial episodes. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It is reported that the lead integrity alert was triggered, and that the sensing integrity counter and non-sustained ventricular tachycardia event counts were high. It was also reported that the device appears to be oversensing in both chambers. The patient was referred to a doctor for a possible lead replacement. At the time of the report, both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial 6932 lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the partial 6940 lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.